Event description:
Caller reported an alarm had occurred due to an occlusion event earlier in the day. There was no impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The caller dealt with the issue by clearing the alarm and resuming insulin and, if necessary, changing out their supplies. As the customer experienced frequent occlusion issues, a request for further follow-up was made by technical support.